Manufacturer narrative:
Correction information. B4: date of this report. G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information. D4:unique identifier (UDI). H4:device manufacture date. Evaluation summary based on the reported event, it was determined that this case was caused by a half-break in the signal cable, which caused the wire to break during a specific bending operation, causing the image to disappear. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical penang on 15-mar-2022 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 16-mar-2022. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Ccd camera defect. Image disturbance during angulation. This event occurred at the time of during inspection. There was no report of patient harm. B3:not known for the exact date, we just know the year the complaint was sent in to manufacturer. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Distributor has installed the scope at an islamic hospital in jordan on (B)(6) 2022. Distributor received a complaint from the hospital that they found damage on the image after that distributor's engineers checked the endoscope at the hospital but there is no leak found in it. Also, this endoscope has no internal damage in ctrl-body and pve connector , the damage in ccd wire ( camera ). Pentax medical emea responded to a good faith effort request via email on 20-jul-2023 stating that they do not know if the images were not distorted during hospital use, and if so, whether the procedure was continued or if an alternative endoscope was available. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.